Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018.

Event description:
Country of complaint: japan. During closure of the skull, after using the pin cutter, the upper disk of the product came off. There is no harm to the patient. Three sized of device reported to be used on the patient include products reported in the follow medwatch reports: 2916714-2016-00492, 2916714-2016-00495, 2916714-2016-00496.

Manufacturer narrative:
Investigation: used test and analysis equipment. -keyence-vhx 600 d microscope; -panasonic dmc tz8 digital camera. We made a visual inspection of all parts. It is clear to see that the pins were cut skewed. The discs and spring segments in the inner portion of the discs are not damaged or bent. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. Conclusion and root cause: the root cause of the problem is most probably user related. Rational: the IFU contains clear guidlines for inserting the implant and cutting the pin. The risk of coming off the pin during wrong handling is mentioned. No CAPA is necessary.